Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
It was reported by patient's legal representative that patient underwent primary hip procedure on (B)(6) 2006. Revision procedure performed on (B)(6) 2012, allegedly due to metallosis and fracture to the head of the femur. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.